Event description:
It was reported that during a laparoscopic cholecystectomy, the clip fell into the patient at the 2nd firing. The fallen clip was removed. Also, one side of the jaws did not move though the trigger was grasped when the device was fired out of the patient. There was no unexpected resistance in grasping the trigger. There was no unexpected noise. There was no torquing or twisting of the device present. The device was not fired on something hard such as an existing clip. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the el5ml found that the device was received with one jaw broken at the bifurcation. Upon inspection it was noted that the instrument was returned empty, locked out and with the orange indicator undertraveled. Due to the returned condition of the device, no functional testing could be performed in order to confirm the reported event; however, it is known from the history that the broken jaw may lead to dropping/ejecting clips. The device was disassembled and evidence of corrosion was found throughout the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.